Event description:
Reporter indicated that vns patient exhibited signs of severe device migration following an aggressive mammogram procedure. The generator had reportedly migrated laterally and inferiorly. The patient underwent revision surgery to reposition the device, at which time the lead was reportedly intact. Both the patient and the spouse believe that the device migration is a result of negligence on the part of the staff that performed the recent mammogram.